Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 24th april 2009 and performed to specification up to the 16th march 2014. The device failed a self-test due to a low battery in march 2014. An increase in voltage suggests a further pad-pak was installed with the device passing a self-test. The device records multiple manual power ups one of ten minutes duration between the 3rd september 2015 and the last log entry on the 6th may 2016. Investigation found the reported fault can be attributed to membrane failure. The manual power ups of ten minutes duration may suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.